Event description:
Event description boston scientific received information that during the device replacement procedure, this chronic right ventricular lead was found to be fractured and was surgically abandoned. The entire system was replaced during this procedure and to date, there have been no reported patient symptoms associated with this clinical observation.